Event description:
The customer reported that during the boot up process the system would not capture fluoroscopic images, the left monitor had gray vertical stripes, and the c-arm was not moving. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f2 fuse of the c-arm module 5 was replaced. The system was tested and found to be working as intended and put back into service.